Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7278 ICD. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. The lead was capped. No patient complications have been reported as a result of this event.